Manufacturer narrative:
The event is currently under investigation. Two possible lot numbers have been provided: anwg3897 and anwb0391. The lot history records are being reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten months post placement of a 6 x 170 mm stent and a 6 x 100 mm stent, the patient experienced claudication. Reportedly, the claudication was determined to be device related. However, no specific device deficiency was reported, a restenosis was not reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. As no similar complaints regarding claudication without a specific device deficiency was reported within the last 24 months, no previous investigations of similar complaints could have been reviewed. The reported claudication may be a consequence of a restenosis of the target vessel or an in-stent restenosis. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. On the basis of the limited information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur.

Event description:
It was reported that approximately ten months post placement of a 6 x 170 mm stent and a 6 x 100 mm stent, the patient experienced claudication. Reportedly, the claudication was determined to be device-related. However, no specific device deficiency was reported and no restenosis was reported.